Event description:
It was reported that the o ring of the reservoir has broken off. Customer's blood glucose level at the time 181mg/dl. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
It was noticed that the insulin pump was received with missing reservoir tube o ring. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, reservoir tube cracked and minor scratched lcd window.